Event description:
It was reported that stimulation wouldn¿t come on properly. The patient had their implantable neurostimulator (ins) for back pain and needed to arrange a meeting at the healthcare provider¿s office. The healthcare provider (hcp) reported that the patient had their surgery on (B)(6) 2007 and their last office visit was (B)(6) 2007. A called was made to the patient to schedule an appointment but there was no answer. It was noted the patient had no pain relief and difficulty charging. The patient currently had the manufacturer¿s device but it was noted that the healthcare provider (hcp) suggested it be replaced with a different manufacturer¿s device. The patient further reported there was a problem with the patient programmer (pp) and that she was unable to adjust stimulation using her patient programmer (pp) with or without the antenna attached or perform telemetry with the antenna. She had been able to use her implantable neurostimulator recharger (insr) to turn stimulation on and off. During this time she was able to change from a to b one time, but most often she would get the sync up screen and that was all she could get. The batteries were changed twice using batteries out of separate packages. The pp had not been dropped or gotten wet. She was not able to try it without the antenna because she couldn¿t see back there. No patient harm reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Upon return analysis found that the antenna jack was tarnished and the face plate was scratched.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).